Event description:
A nurse reported that before the cataract surgery, ophthalmic knives were found to be dull. Patient and procedure details were not reported. No patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Three opened clearcut hp2, 3.0 angled db knife, in bp tray, in a blister were received for the report of tip of the knife is blunt. Samples were visually inspected and found to be nonconforming with bent tip, damaged cutting edge, point of the tip appears to be broken off. Penetration testing could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The returned samples are visually non-conforming with the knife bent tip, damaged cutting edge, point of the tip appears to be broken off; therefore, a dull knife prior to patient contact damaged was confirmed; however, how and when the knives not sharp could not be determined. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customers reported issue of dull knife. The exact root cause for the damaged knife samples is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).